Manufacturer narrative:
Photographic evaluation summary: four photographic images were received for evaluation. The first photographic image is of an electronic record screen that indicates that 14:06 a nanocross elite balloon was removed due to balloon rupture and that the balloon had been inflated up to 14atm. The other three photographic images are of cine images of the targeted vessel. Due to the quality/clarity of the photographic images of the cine images the identification of the nanocross elite and procedural ancillary devices within the images could not be made. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a nanocross pta dilatation catheter for the treatment of a severely calcified chronic total occlusion (cto) lesion in the sfa. A 6 french non-medtronic 55cm sheath and a 0.035¿ non-medtronic guidewire were used. No embolic protection was used. An unknown inflation device was used with contrast and heparinized saline. Device was prepped without issue. It was reported that a circumferential/radial balloon burst occurred at an inflation pressure of 14atms during the procedure. Device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force was used. Procedure completed by pta and stenting with 2 everflex 200mm stents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.